Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: (unknown cause of event). Evaluation, conclusions: (unknown cause of event).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an thoracic aortic aneurysm. Aneurysm morphology was not reported, however, vessel morphology was reported as moderately tortuous and without calcification. It was reported that the valiant captivia delivery system was broken upon receipt. There was no visible damage to the packaging noted. The side port was found disconnected when the sterile package was opened. The stent graft was flushed without use of the sideport. The device was used successfully. No clinical sequelae were reported and the patient is fine. A review of single returned photo image could not determine the cause. It appears that the side port has snapped off.